Event description:
It was reported by the customer's mother that the insulin pump had a button error. Customer's glucose reading was 200 mg/dl. Advised the customer that the insulin pump would be replaced, to discontinue use of the insulin pump, and to revert to back-up plan per health care professional's instructions. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.